Manufacturer narrative:
(B)(4). The actual complaint product sample has not been returned for evaluation. The device history record for the lot number, m6049t602, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that there was an alarm that stated, "maximum leak detected" for a patient on a ventilator. The device was changed and the issue was instantly resolved with no leak. Additional information was received on 26-jul-2016 that states, the thumb valve was not stuck down but it remained on. There was no harm to the patient. No additional information provided

Manufacturer narrative:
The sample was returned and evaluated. One sample was received with no packaging. The halyard closed suction catheter has a flex connector attached to the side of the t-piece and a flex connector attached to the inline port of the t-piece. The protective sleeve exhibits a cut or tear, beginning at approximately 2cm below the cone adapter and continuing a distance of approximately 2cm. The catheter tubing does not appear damaged. "The source of the leak was in the control valve. We did not inspect the control valve in great detail, but it was noted that if we pulled up on the ¿thumb piece¿ that the leak would stop. "The sample was attached to mobivac suctioning equipment with the suction set at 120mmhg. With the thumb valve in the unlocked, closed (up) position the distal end of the catheter was inserted in water that was dyed blue and suctioning occurred. The thumb valve was fully depressed and suctioning increased. Then the thumb valve was manually pulled to the full upright (closed) position, and this did stop the suctioning. Root cause: investigation identified that the leakage on the thumb control valve was located on the tip of the suction adapter port. It was determined by the investigation team to dissect the control thumb valve to look for any abnormal condition; the only difference observed when visually compared to other samples was the shiny condition inside the elastomeric seal. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.